Event description:
(B)(4). I was implanted with a medical device implant called essure in 2013. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is b21579. My model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started in 2014 this is a list of my side effects and symptoms that I have experienced due to essure: headaches/migraines, depression, panic attacks, muscle fatigue, tiredness, substantial weight gain, brain fog, severe pelvic cramping during menstruation, shooting pain up the right side of my abdomen, heavier than normal bleeding during menstruation, periods every 2-3 weeks and not consistent, abnormal papsmears, mood swings. I have been seen by an obgyn. After having an ultrasound done in (B)(6) 2016, the doctor found that my right coil has migrated to the base of my right ovary. Because of migration, my doctor has scheduled me to have my fallopian tubes removed, thus removing the essure device.